Event description:
A user facility reported that an intraocular lens (iol) had shifted and was replaced. One haptic was reported to be in the bag and the other haptic was in the sulcus. A yag laser procedure was performed for posterior capsule opacification. In a follow up, the surgeon reported the outcome of the event was "good".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history review record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/22/2009, 01/26/2009, 02/06/2009, and 02/10/2009 by phone, fax, and mail. A completed questionnaire was received on 02/17/2009. This report was mailed to the FDA on: 02/20/2009.